Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump constantly displayed a false air in line message during testing in the biomedical service area. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue and did not reveal any evidence of nonconforming product. The reported condition was verified. The device was found out of specification in relation to the reported constant air in line alarms which were unable to be reproduced while running a loaded set; however, air in line alarms were verified through a review of the event history log and found to be caused by a failed upstream sensor. The upstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.